Event description:
On (B)(6) 2026, a sure procedure was performed on a pre-stented patient with a ureteral access sheath (uas) placed prior to advancement of the cvac device. During the procedure, the safety wire was inserted and removed multiple times. Approximately one hour into the case, a reduction in flow was observed. The cvac device was withdrawn to assess flow and during removal of the cvac device, the safety wire was unintentionally withdrawn. Following device removal, the physician attempted to re-establish access to the kidney; however, access could not be regained. The patient was referred to interventional radiology for placement of a temporary nephrostomy tube.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. If the device is received, a device evaluation will be performed, and the results will be submitted in a follow-up report.